Manufacturer narrative:
Additional information was added to the following fields to capture the root cause of the lead explant: b5: describe event or problem field. H6: impact codes and device codes and.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to chest pain. No product allegations have been received at this time. A new rv lead was successfully placed. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The lead is not expected to return. Additional information received indicated that this rv lead exhibited noise, sensing, and impedance issues. Additionally, it was noted an insulation breach near the terminal pin. Subsequently, a lead revision procedure was performed, and the rv lead was explanted and successfully placed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to chest pain. No product allegations have been received at this time. A new rv lead was successfully placed. No additional adverse patient effects were reported. No additional adverse patient effects were reported.